Event description:
The customer reported a motor error alarm on the insulin pump. The customer's blood glucose was 261 mg/dl. The customer stated that there was no significant event that could have led to the motor error alarm. The customers insulin pump was replaced. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump had minor scratches on display window and cracked display window corner.